Manufacturer narrative:
The biosense webster failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter, catalog # d134301, lot # 30026098l (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter and suffered cardiac tamponade that required pericardiocentesis. During ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with echo. Pericardiocentesis yielded 1200 ml of fluid. The patient fully recovered with no residual effects. Extended hospitalization was not required as a result of the adverse event. No causal relationship to the product and the adverse event could be identified. There were no patient factors cited that may have contributed to the adverse event. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was not performed. Generator parameters at the time of injury included power control mode (watts unknown) and temperature cut-off at 50 degrees celsius. Overall ablation time at the site of injury was 6 minutes and 21 seconds. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set in high flow at 20 ml and low flow at 2 ml. Patient received anticoagulant (unknown) during the procedure with activated clotting time (act) of 253-345 seconds.

Manufacturer narrative:
It was reported that a 77-year-old female patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter and suffered cardiac tamponade that required pericardiocentesis. No causal relationship to the product and the adverse event could be identified. There were no patient factors cited that may have contributed to the adverse event. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. An irrigation test was performed, and the catheter passed, no occlusion was observed. Deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections are in place to prevent this type of failure from leaving the facility. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref # (B)(4).